Event description:
A home pt (hp) experienced discomfort while using the homechoice pro cycler for apd therapy. The hp reported they were uncomfortable using the homechoice cycler. The discomfort was specifically reported in the stomach, chest and shoulder areas. The hp refused a replacement device and continues to use the homechoice pro cycler. Baxter was notified that the pt was diagnosed with peritonitis from this event. The pt thought the discomfort was due to air in their stomach, until they drained and saw cloudy effluent. The pt went to the hosp for treatment. Limited info available at this time.